Manufacturer narrative:
The manufacturer conducted a documentary review: product met specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about (B)(6) 2013, patient underwent placement of an angiodynamics xcela power injectable port catheter product, model number h965451030, lot number 121584000. The device was implanted by dr. (B)(6), m.d.(B)(6) hospital in (B)(6). The device was implanted for the purpose of ongoing venous access. On or about (B)(6) 2013, patient presented to (B)(6) hospital in (B)(6), with complaints of a redness, tenderness, and pain over the left chest, shoulder, and neck area. Patient's medical team determined that he had developed an infection. On or about (B)(6) 2013, patient's infected port was removed by dr. (B)(6), m.d., (B)(6) hospital. At no point did patient's healthcare team indicate to him that the xcela failed or was defective. Patient's healthcare providers did not state that the xcela was the cause of the infection.